Manufacturer narrative:
(B)(4). No device was returned to assist in this investigation. Each device is air-tested 100% after the slits have been created as well as a 100% final inspection including confirmation (B)(4). Precautions listed in the instructions for use (IFU) state, "the maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight." Check-flo valves are 100% leak tested. The device was not returned; therefore, it is difficult to determine with certainty why the customer experienced this issue. We are continuing our monitoring of similar complaints. Appropriate personnel have been notified.

Event description:
A 14f introducer used during aaa repair using percutaneous approach - when the product was removed from packet, the dilator was in the usual packaged position. It was therefore, removed from the distal end of the introducer and inserted through the valve of the check-flow. Nothing unusual was noticed when flushing the introducer prior to the dilator being inserted and the dilator was inserted without problem. After the introducer was inserted into the patient, the dilator was removed - at this point, a substantial amount of blood was noticed to be pouring out of the end of the check-flow valve. The surgeon used manual force to pinch close the introducer while a new device could be sourced. The device was removed and replaced with an alternative. No section of the device remained inside the patient's body. A blood transfusion was required to compensate for the blood loss.